Event description:
It was reported that the external pulse generator (epg) failed to pace when the atrial electrode was connected and was able to pace when no electrode was connected. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) failed to pace when the atrial electrode was connected and was able to pace when no electrode was connected. Visual inspection was performed, and there were no observations. The incoming test passed on the automated test console. Additionally, it was noted that the hanger and the lower case were cracked, and the housing gasket was worn out. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Correction: e. Initial reporter (last name, street 1, city, postal code, phone number) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.